Event description:
Same case as manufacturer's #6000093-2007-541. It was reported that 154 days after implantation of a 3.0x16mm and a 2.75x28mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the ostial left circumflex artery (lcx) and the proximal left anterior descending artery (lad). A pre-intervention stenosis of 80% and 75% respectively was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesions in the lcx and the lad using a "kissing" balloon technique (balloon not specified). A 3.0x16mm taxus stent was deployed in the lcx in region of the lesion. A 2.75x28mm taxus stent was deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% in the lcx and lad was reported. It was noted that the patient tolerated the procedure well. No complications were reported. The patient presented 154 days after the initial procedure with a 70% proximal in-stent restenosis in the lcx and 70% proximal in-stent restenosis in the lad. Ptca was performed on the lcx and the lad. A 3.0x16mm taxus stent was placed in the lcx. A 3.0x16mm taxus stent was placed in the lad. A post-intervention residual stenosis of 0% in the lcx and the lad was reported. No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.